Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer when the issue occurred and the procedure was completed as planned as the issue did not prevent the progress of the case at the time of the event. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to screen patients due to an image quality issue. Upon troubleshooting fse found the issue with magnification. To resolve this issue, fse replaced power supply, flashlight high-end kit, and sibbox unit. The defective flashlight and dcps were returned to philips for analysis. After analysis of flashlight found that tantalum capacitor which affect the flashlight function, and the cause of power supply failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The diagnostic procedure was performed by the customer; the issue was intermittent and completed as planned. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the customer was unable to screen patients due to an image quality issue. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.